Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.

Event description:
The physician reports that a pt underwent cataract surgery with implantation of the crystalens. Postoperatively, secondary surgical intervention was performed in order to exchange the lens for a different lens model. No reason was provided for the lens exchange. Add'l info has been requested from the physician. This MDR is being filed based on lack of info regarding the cause of the event.